Event description:
During the implantation procedure, electrical measurements were not obtained at the atrial level because an atrial fibrillation occurred during the atrial lead positioning. One week later, a follow-up was performed while the pt was in sinus rhythm: capture failure was observed in the atrial channel with 5 v amplitude - 0.35 ms pulse width. Therefore, a re-intervention was performed and the atrial lead was repositioned with satisfactory electrical measurements. However, at the time to re-connect, the lead pin to the pacemaker port, the lead could not be inserted completely. After few attempts, a metal piece was removed from the port and proper connection was done and proper pacing behavior was observed. However, the pacemaker was explanted.

Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. Conclusion: the electrical characteristics of the returned device were within specifications. The impossibility to insert the lead connector inside the atrial port during the re-intervention resulted more likely from the presence of the bal seal inside the connector port, but outside its intended groove. Considering its status as returned (the original shape of the bal seal is a spring), it would indicate that either the bal seal was removed from its original position upon removal of the lead pin at the beginning of the re-intervention or during the different attempts to re-insert the lead pin inside the connector port. However, there was evidence that the bal seal was properly positioned at the end of the manufacturing process. Because the incidence of the observed event is lower than 0,0016% after more than six years of surveillance, no corrective actions are indicated. In addition, lead insertion and extraction is a medical technique which is out of the scope of the instructions for use.